Manufacturer narrative:
Evaluation completed. An opened bl5425wv pack from lot v6564 was returned. The tip protector was not returned. The needles are bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The needle is bent. However, the cutter has good clean cuts and aspirated. The sterilization and lot history records were reviewed and found to be acceptable. Report 3 of 3 see 1920664-2016-00189 and 00199.

Event description:
The doctor was using 25 gauge retina pack with forced infusion and the cutter stopped cutting during the case.